Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The trial patient reported she was told not to bend or stretch during the trial and she followed those instructions but apparently one of the leads moved a little bit. She suddenly started having little bee stings on the left hand side for three days about three days before they took her trial system out; every time she would lean against her back she would feel bee stings in the back where the lead was. The nurse told the patient the lead must have moved. The patient&#38112;trial system was taken out and everything was fine. If additional information is received, a follow-up report will be sent.